Event description:
It was reported that a vns patient experienced recurrent infections at the generator site. Further information received from the surgeon indicated the patient underwent exploratory surgery for the infection, but it is unknown if cultures were found. After undergoing exploratory surgery, the patient experienced post operative pain on the left subclavicular area. The patient was given analgesics which did not resolve the pain and underwent generator replacement surgery due to post operative pain. At the moment, the patient reports no pain or any other adverse event. Currently, the relationship of the infections to vns is unknown as good faith attempts to obtain additional information have been unsuccessful to date.